Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer experienced high blood glucose on (B)(6) 2017 with blood glucose of 406 mg/dl at the time of the incident. The customer did not treat for the high. On (B)(6) 2017 the customer had a 47 mg/dl blood glucose reading. The customer was at the dentist for gum surgery. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also had issues filling the reservoir. The insulin pump will not be returned for analysis.